Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+.

Event description:
According to the reporter, the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient reported that the pod ceased to deliver insulin, with no alarm or error massage on the controller. The controller read ¿high¿ for blood glucose levels (22.2 mmol/l and above) and ketone level was 6.4 mmol/l. Reported symptoms include hyperglycemia, dizziness, malaise, along with redness and swelling of skin at the pod site. The patient visited the emergency room and was subsequently admitted to the hospital. The patient was treated with insulin and fluids and discharged on (B)(6) 2025. The pod was removed at the hospital, and a new pod was applied. Please note that this case is linked with (B)(4).